Event description:
Additional information received reported the pump was replaced.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed over infusion of an undetermined root cause.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. This pump was returned to rpa from the oi CAPA team. No further oi CAPA testing is required per the CAPA team. Rpa finished out the destructive analysis. No new or additional anomalies found during destructive analysis. Analysis is complete and product location updated. Current analysis coding will remain unchanged. (B)(4). The code will be updated when additional information is received. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there were volume discrepancies. The expected residual volume was 3.3 ml and the actual residual volume was 0.5 milliliters. The event would be monitored at the next refill. The pump was being used to deliver dilaudid and fentanyl. The patient did not seem to notice any differences in pain control during the last infusion system. The patient status at the time of the report was ¿alive - no injury.¿ additional information received reported that they were going to monitor and track each refill. The next fill was reportedly not until sometime in (B)(6). The patient was reportedly asymptomatic and was not having any issues. Additional information received reported that the actual residual volume (arv) was 0 ml and the expected residual volume (erv) was 3 ml. It was discussed that this discrepancy was outside of the engineering specification, however it was not outside of the engineering and measurement specification. An overinfusion event was suspected. It was noted that withdrawal was reported. The patient's withdrawal symptoms reportedly started "about a month ago" and were progressively getting worse. The daily symptoms included nausea, vomiting, and upset stomach. It was noted that the flu-like symptoms were possibly attributed to the patient's recent change in diabetes medication. The patient has had increased pain and spasms. There were no reported signs or symptoms of overdose. It was unclear why the patient was experiencing withdrawal symptoms when an overinfusion was suspected. Additional information received with the explanted produce included the event logs which showed that a motor stall occurred at 9:19 with a recovery at 10:55 on (B)(6) 2014 and a motor stall at 9:10 with a recovery at 10:04 on (B)(6) 2014. A possible cause for these stalls was not reported. Additional information was requested, but was not available at the time of report.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.